Event description:
This incident occurred at a community hospital. It involved the baxter pca ii syringe pump. Nursing staff found a pt had taken their IV pump and pca pump into the bathroom. The alarm on the pump was sounding. The message screen described a pusher block problem. Examination of the pump revealed that indeed the pusher block was not attached to the plunger of the syringe, nursing staff reattached the pusher block and continued the use of the pump. When the low syringe alarm sounded about 1 hour later it was noted that only about 1/2 of the syringe's contents were accounted for by the history. The physician was contacted and the pca was discontinued. Over a 4-hour period, 500 mg of meperidine left the syringe. Maybe to the pt, maybe collected for use later. About 260 mg were accounted for by the history on the pump. Examination of the pump revealed numerous scratches on both the pusher block and the syringe plunger. Facility noted that the clear plastic cover on the pca pump can be pulled open enough to get a table knife (like is used on pt trays) through and they were able to push hard enough to dislodge the plunger from the pusher block. The syringe can then be emptied by applying pressure on the knife. Interestingly, the alarm will sound, but can be silenced by pressing the clear button. Reporter discussed this with tech service at baxter who stated that they were the only facility to report this problem. They did say that they were able to likewise access the contents of a syringe using the same technique reporter described above. They did not offer a solution to the problem. Pending further review, pca pumps are not being used at this facility.